Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro laa closure device & delivery system (wds) was selected to be used. The patient had a posterior directed broccoli/windsock morphology. The activated clotting time (act) was 356 seconds. Transeptal puncture was mid-mid, and one (1) deployment with a compression of 19-21%. There were not any complex issues with the laa, it was an inferior directed laa. The position, anchor, seal and size (pass) criteria were met. The patient was discharged on dual anti platelet therapy (dapt) clopidogrel 75mg and aspirin 81mg. There were no reports of non-compliance. The patient had a 45-day follow-up computed tomography (CT) scan and a device related thrombus (drt) was noted. The patient will be placed on direct oral anticoagulants (doac) and repeat imaging will be performed.